Event description:
The consumer was being lifted from a shower chair to the bed. The lift was in the up position when the loops for the sling allegedly broke, causing the consumer to fall and hit her head on the base of the lift. No serious injury is alleged. No model number or serial number information has been given for the lift or sling.

Manufacturer narrative:
Alleged hematoma to the consumer's head. Model and serial number of lift and sling are unknown. Manufacturer of sling and lift are unknown. Age and maintenance history are unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.